Event description:
Consumer reports toothbrush head popped off and cut through his gums causing bleeding and gum damage.

Manufacturer narrative:
The consumer did not identify which spinbrush product was used. Since the consumer did not identify which spinbrush product was used, all possible manufacturing sites are listed below. Contract MFR: (heads are manufactured here.) (B)(4) contract MFR: (heads and bodies are manufactured here.) (B)(4). Contract MFR: (heads and bodies are manufactured here.) (B)(4).